Event description:
It was reported by the affiliate that during a total laparoscopic hysterectomy with bso procedure, the surgeon was using the device for a uterus containing a large posterior fibroid. The device broke as the surgeon was dissecting the vaginal cuff, separating the vagina from the uterus. There was only a small amount of tissue and it was not expected to be an issue for the device. The top jaw snapped off the device and was recovered from inside the patient. No error tones occurred on the gen11 generator. The procedure was completed with a monopolar hook.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and slightly lifted. The upper jaw was detached and returned with the instrument. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all testing was performed with the generator. The detached upper jaw prevented the functionality of the device. The jaw was unable to cycle open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.